Event description:
It was reported following a heart catheterization procedure, a 6f angio-seal device was used in the right femoral artery. A pre-deployment angiogram of the right femoral artery was performed. The patient was transferred to the recovery area. While in the recovery area, the patient lost pulses in the leg. The patient returned to the cardiac cath lab where a percutaneous transluminal angioplasty (pta) and stenting of the right iliac artery was performed. Blood flow was restored and the patient was listed as in good condition and was discharged the next day.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.